Manufacturer narrative:
The device has been regularly serviced by zeiss. The last preventive maintenance was performed by a zeiss fse on (B)(6) 2025. No safety or functional deficiencies were detected; functional checks successfully completed. The customer themself did not report or complain any device malfunction related to the performed surgery. There is no allegation of a device problem on the day of surgery. According to the instruction for use, the device is intended only for photocoagulation of the retina, trabeculoplasty for treatment of glaucoma, iridotomy for treatment of glaucoma and use in selective laser trabeculoplasty (slt). In this case, the user performed transpupillary thermotherapy (ttt) with a visulas green which represents an off-label use. There is no information that reasonably suggests that there was a malfunction of the visulas green that could have contributed to the surgical outcome. The manufacturer has become aware of information that reasonably suggests that off-label usage of the visulas green may have caused or contributed to the reported event.

Event description:
Carl zeiss meditec ag in jena was made aware by its ssc (sales and service company) in poland that a customer used visulas green for transpupillary thermotherapy (ttt) to treat cancer tissue in two patients. In one of these patients, the cornea turned cloudy right after treatment. Transpupillary thermotherapy is not part of visulas green intended use.

Manufacturer narrative:
Update: it was confirmed that the patients treated with this off-label method are doing well and do not require any additional medical intervention.